Event description:
The pacemaker was implanted on (B)(6) 2012. Reportedly, during a follow-up performed on (B)(6) 2020, the device was found operating in vvi pacing mode, 70 min-1. It was observed that it had reached its recommended replacement time (rrt), whereas the estimated residual longevity was 4 months on (B)(6) 2020. The battery impedance increased from 4.44 kohms on (B)(6) 2020 to 9.78 kohms on (B)(6) 2020. The pacemaker was explanted on (B)(6) 2020. Preliminary analysis revealed, that, based on available data, normal battery depletion occurred (based on hrs guidelines). Expertise of the returned device did not show any anomaly.

Event description:
The pacemaker was implanted on (B)(6)2012 . Reportedly, during a follow-up performed on 6 may 2020, the device was found operating in vvi pacing mode, 70 min-1. It was observed that it had reached its recommended replacement time (rrt), whereas the estimated residual longevity was 4 months on(B)(6)2020 . The battery impedance increased from 4.44 kohms on (B)(6)2020 to 9.78 kohms on (B)(6)2020 . The pacemaker was explanted on (B)(6)2020 . Preliminary analysis revealed, that, based on available data, normal battery depletion occurred (based on hrs guidelines). Expertise of the returned device did not show any anomaly.

Manufacturer narrative:
Please refer to the attached analysis report.